Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: january 6, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that cartridge tip was slightly deformed. Ophthalmic viscoelastic device (ovd) was observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected; no issues were identified. No lens was received for evaluation. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - unplanned vitrectomy. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol), model diu150, was fully inserted but subsequently removed due to weak zonules in the patient¿s anatomy. No issues with the lens itself. A vitrectomy was performed, and the lens was replaced with a three-piece lens from a non¿johnson & johnson device. No incision enlargement, sutures, or medications beyond standard care were required. The patient¿s outcome was reported to be fine and no injury indicated. No further information was provided.